Manufacturer narrative:
Device evaluation: the device related to the reported events of anxiety-product/procedure, capsular contracture and rupture was received on august 25, 2025, with lot number 2966204. Based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedures, deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade IV, rupture confirmed with mammogram and implant removal from textured to smooth due to the concerns of the product. The device was explanted and replaced. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6(b), h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported capsular contracture baker grade IV, rupture confirmed with mammogram and implant removal from textured to smooth due to the concerns of the product. The device was explanted and replaced. This relates to the right side.